Manufacturer narrative:
Corrected fields: b3/b5 (information was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a therapeutic procedure, which was completed using a different scope without delay.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's complaint was confirmed. There was a green colored image, due to a defective charged-coupled device (ccd) unit. In addition, the following non-reportable malfunctions were found during the device evaluation: video cable cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii" 10 mm 0°, displayed a green image. The issue was found during an unknown procedure. There were no reports of patient harm.